Manufacturer narrative:
Report 3003721894-2016-00009 is associated with (B)(4) poligrip ultra fresh denture adhesive cream.

Event description:
Burnt the inside of mouth/burnt the roof of mouth [burned mouth]. Unable to eat [unable to eat]. Bumps [mouth bump]. Pain [oral pain]. Suffering [suffering]. Case description: this case was reported by a consumer via call center representative and described the occurrence of burned mouth in a (B)(6) female patient who received double salt dental adhesive cream (poligrip ultra fresh denture adhesive cream) cream (batch number unknown, expiry date november 2017) for product used for unknown indication. Concurrent medical conditions included asthma, smoker (12 cigarettes per day for many years), caffeine consumption (20 cups of coffee & tea a week for many years), poor vision and wasp sting. Concomitant products included carmellose sodium + polyvinyl alcohol (fixodent), fluticasone propionate (flovent) and salbutamol (ventolin). On (B)(6) 2016, the patient started poligrip ultra fresh denture adhesive cream. On (B)(6) 2016, an unknown time after starting poligrip ultra fresh denture adhesive cream, the patient experienced burned mouth (serious criteria gsk medically significant), unable to eat and mouth bump. In (B)(6) 2016, the patient experienced oral pain and suffering. On (B)(6) 2016, the outcome of the burned mouth was recovered/resolved. On an unknown date, the outcome of the unable to eat, mouth bump, oral pain and suffering were unknown. The reporter considered the burned mouth and mouth bump to be related to poligrip ultra fresh denture adhesive cream. It was unknown if the reporter considered the unable to eat, oral pain and suffering to be related to poligrip ultra fresh denture adhesive cream. Additional details, the consumer reported on (B)(6) 2016 that she was usually a fixodent user however the other day she purchased poligrip ultra fresh instead. She stated that she would never used the product again. The consumer reported that since using the product, 3 days prior to the report, she was unable to eat anything due to the burns and bumps the product gave her. She stated that she only used the product once for a 6 hour period. The consumer stated that the product burnt the inside of her mouth very badly and that it burnt her mouth in a 6 hour span. She stated she was unable to eat for 4 days because the pain was immense at that moment. The consumer stated that she experienced pain and suffering. Follow up received on (B)(6) 2016. The consumer reported that she used the poligrip ultra fresh once and it burnt the roof of her mouth. She stated that her mouth had healed as of (B)(6) 2016. The consumer was a first time user of the product and did not see an healthcare professional after the event occurred. Action taken of poligrip ultra fresh denture adhesive cream was withdrawn and dechallenge was positive and rechallenge was not applicable.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of burned mouth in a 24-year-old female patient who received double salt dental adhesive cream (poligrip ultra fresh denture adhesive cream) cream (batch number unknown, expiry date november 2017) for product used for unknown indication. Concurrent medical conditions included asthma, smoker (12 cigarettes per day for many years), caffeine consumption (20 cups of coffee & tea a week for many years), poor vision and wasp sting. Concomitant products included carmellose sodium + polyvinyl alcohol (fixodent), fluticasone propionate (flovent) and salbutamol (ventolin). On (B)(6) 2016, the patient started poligrip ultra fresh denture adhesive cream. On (B)(6) 2016, an unknown time after starting poligrip ultra fresh denture adhesive cream, the patient experienced burned mouth (serious criteria gsk medically significant), unable to eat and mouth bump. In (B)(6) 2016, the patient experienced oral pain and suffering. On (B)(6) 2016, the outcome of the burned mouth was recovered/resolved. On an unknown date, the outcome of the unable to eat, mouth bump, oral pain and suffering were unknown. The reporter considered the burned mouth and mouth bump to be related to poligrip ultra fresh denture adhesive cream. It was unknown if the reporter considered the unable to eat, oral pain and suffering to be related to poligrip ultra fresh denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the consumer reported on (B)(6) 2016 that she was usually a fixodent user however the other day she purchased poligrip ultra fresh instead. She stated that she would never used the product again. The consumer reported that since using the product, 3 days prior to the report, she was unable to eat anything due to the burns and bumps the product gave her. She stated that she only used the product once for a 6 hour period. The consumer stated that the product burnt the inside of her mouth very badly and that it burnt her mouth in a 6 hour span. She stated she was unable to eat for 4 days because the pain was immense at that moment. The consumer stated that she experienced pain and suffering. Follow up received on 19 january 2016. The consumer reported that she used the poligrip ultra fresh once and it burnt the roof of her mouth. She stated that her mouth had healed as of (B)(6) 2016. The consumer was a first time user of the product and did not see an healthcare professional after the event occurred. Action taken of poligrip ultra fresh denture adhesive cream was withdrawn and dechallenge was positive and rechallenge was not applicable. Follow up information was received on 23 february 2016 as quality assurance results. The report from quality assurance classified this complaint as unsubstantiated. For regulatory reporting purposes a quality assurance investigation was conducted even though a product complaint event was not reported.

Manufacturer narrative:
Follow-up 1 report was erroneously filed to the incorrect MFR report # 3003721-2016-00009, the correct MFR report # is 3003721894-2016-00009. 3003721894-2016-00009 is associated with argus case (B)(4); poligrip ultra fresh denture adhesive cream. Summary of complaint investigation: no sample was returned for this complaint and also the daycode detail was not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements.